Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at ipg site due to ipg being too large. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. During the same procedure, a 2nd lead was also implanted due to ineffective therapy (see manufacturer report number 3006705815-2019-02637).